Manufacturer narrative:
(B)(4). The events of lymphoma-alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: peri-prosthetic fluid collection.

Event description:
Through journal article "large cell anaplastic lymphoma associated with breast implant: a rare case report presentation and discussion of possible management" reported for right side "bia-alcl", "progressive increase in the right breast volume was observed again with painful symptoms irradiated also to the ipsilateral axillary region, with hyperemic and edematous skin mainly located in the right lower internal quadrant, and without fever", "periprosthetic fluid effusion was detected and fine-needle aspiration was performed". Histopathological markers cd30+ and alk- have been received. Treatment: right peri implant capsular biopsy , device explant and radiation therapy. Manufacturer of device is unknown.